Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This event occurred in (B)(6).

Event description:
Allegedly on (B)(6) 2013 while climbing down the stairs, the patient felt a strange noise from the operated hip and began to suffer on (B)(6) 2013. On (B)(6) 2013, allegedly the patient was revised due to liner breakage/fragmentation.

Manufacturer narrative:
Complaint review was conducted and analysis showed no trend for item/lot.